Manufacturer narrative:
On 17 march 2017 the medical affairs performed a clinical evaluation and commented as follows: early postoperative fracture occurred 2 weeks after primary cementless total hip arthroplasty in a (B)(6) year old woman. This event may be the consequence of the intraoperative bone weakening, a normal side effect of femoral preparation. In this case, there is no reason to suspect a malfunctioning device. On 17 march 2017 the r&d project manager performed a preliminary investigation based on images provided by the reporter and commented as follows: the images were analyzed. The coating of the explanted stem appeared to be absorbed, while a few blood remained in some points of the body. The ceramic ball head showed some little signs in the rim, probably occurred during the revision. From the received photos it is not possible to determine the root cause of the event. Batch review performed on 17 march 2017. Lot 164565: (B)(4) items manufactured and released on 14 october 2016. Expiration date: 2021-09-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Device not available.

Event description:
During post-op consult, patient reported hip pain worsened while getting out of bed 2 weeks post primary surgery. A minor fracture was detected through CT. A small crack near the lesser trochanter 4mm below the trochanteric line. The surgeon removed primary head and stem, used 2x 2.0mm beaded cables around the fracture line and implanted a new stem and ceramic head.